Event description:
Reportedly, in 2006, the pt underwent a lumbar decompression procedure where a dural tear was repaired with 4/0 braided nylon suture. In the following month, the pt was re-admitted two times, to repair cerebrospinal fluid leakage. One day after the second admit, the pt was brought back to the or. During the re-op, it was noticed that 3 of the stitches used to repair the dural tear had come undone. The wound was re-sutured without complication.